Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesions being treated were located in the right coronary artery (rca) and circumflex (cx). A 6f 11 cm sheath was inserted. A 6f vl 3.5 guide catheter was inserted over 035 150j wire to the lca. A 014 x 185cm pt2 guidewire was inserted through the guide catheter. A cypher 3.0mm x 13mm stent was inserted to the circumflex, just proximal to the previous stent. The stent was deployed at 16 atms for 25 secs. A 6f wiseguide fr 4 guide catheter was inserted over the 035 150j wire to the rca. The same pt2 wire was inserted to the rca. A taxus express2 8.8% 3.5 x 32mm drug eluting stent was inserted to the rca. The stent was deployed at 14 atms for 24 secs. A 4.5 x 15mm raptorail balloon was inserted to the rca. The balloon was removed. The pt was noted to have bradycardia. Atropine was given. Images were acquired and the physician could see that the rca was hazy all the way down to the pda. A dopamine drip was started at 45ml. A 6 fr venous sheath was inserted. Add'l images were acquired. The blood pressure increased after the dopamine infusion. Junctional rhythm was noted. The sheaths were sutured in place. The pt's status is reported to be good.